Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature battery depletion. The battery impedance was 17.8 kohms and dashes (---) were noted for the battery current drain.